Manufacturer narrative:
The product was returned and no failure/fault found. The reported problem could not be duplicated. The axiem unit was connected to a test system with the ent application. Registration, tracking, and accuracy looked normal on all 4 tool ports. It passed the accuracy test with an error of 1.607mm. The system remained functional with no failures. Other relevant device(s) are: product ID: 9 733320, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the user noticed localizer not was connected. He had another emitter from different system which confirmed functioned normally, still showed localizer not connected. User found axiem box window was "flushing" occasionally. He confirmed the emitter/axiem function was intermittent for both original emitter and new emitter. There was no patient present.